Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self-test, and off no power test. There was no unexpected low battery alarm noted. The pump was monitored and no software error alarm was noted. They were unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. There was no compromised force sensor system alarm noted. The pump was received with a scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she received a compromised force sensor system alarm on the insulin pump. The customer also had a software error alarm and a low battery alert. Customer's blood glucose was 300 mg/dl. Customer treated with the pump. Customer stated that the alarm occurred during the rewind/prime sequence. Customer mentioned that the insulin was wasted.